Event description:
As reported to coloplast though not verified, patient implanted with aris mesh on (B)(6) 2011. Later patient experienced pain, emotional distress and permanent injuries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.